Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t wave oversensing. A slow ventricular tachycardia (vt) and a large morphology were also noted. The patient experienced a syncopal episode, and cardiopulmonary resuscitation had to be provided for approximately six minutes. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.